Manufacturer narrative:
The company representative observed that the k6 solenoid was functioning intermittently. The company representative replaced the drive manifold assembly (p/n 01014-00-0018). Recalibrated and retested and performed ok. Additionally ran for 24 hours and tested again and performed ok. Let the unit sit for 2 days and retested for 12 hours and performed ok. The unit was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient the unit failed with a maintenance code 2 during an autofill. The cmt reset the unit by powering down and back on and started an autofill cycle, the unit failed on the 2nd bimba fill cycle with a maintenance code 2. The customer took the unit out of service and replaced with another unit. The customer did not report an adverse event to the patient.